Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a health care professional (hcp) that this patient presented to the ER and the device delivered shock therapy. Boston scientific technical services (ts) was consulted for assistance. Ts reviewed remote monitoring device data and confirmed that shock therapy was provided and converted the patient's arrhythmia. The physician indicated that this patient has a history of ventricular tachycardia (vt) storms. Boston scientific also received information from a hcp that this patient experienced nausea. Ts review of remote monitoring data noted farfield oversensing of ventricular beats on the atrial lead and intermittent non-capture of ventricular pacing. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the right ventricular (rv) lead was explanted and replaced. The field representative reported that the rv lead was dislodged and the patient has twiddler's syndrome. The device remains in service. No additional adverse patient effects were reported.